Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump shut down without any alarms. The pump was changed out and the pump in question was sent to the biomed department. The biomed ran the pump for a day without issues. Then had them use the pump for training for a couple of days and again had no issues with the pump. If was functioning as expected. They then pump the pump back in service. They reported that the same pump again shut down when it was in use in the or on a patient. Again the patient was switched to another pump." Please see associated MDR#: 3010532612-2024-00789.

Manufacturer narrative:
(B)(4) no iabp part or recorder strip was returned to teleflex chelmsford for investigation. The attached log files were reviewed. Based on the event details and log files, it appears the issue occurred between 09:57 and 10:47. No alarms or errors occurred around the time of the event, just a successful scheduled print at 09:57, so it appears that the pump was turned off at some point, either purposely or by accident, then turned back on at 10:47. There was no evidence in the log files to indicate spontaneous power loss. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to re-lease. The reported complaint of "ac3 spontaneously shut down" is not able to be confirmed. The product was not returned for investigation. Based on a review of the pump log files, there was no evidence of spontaneous power loss. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "pump shut down without any alarms. The pump was changed out and the pump in question was sent to the biomed department. The biomed ran the pump for a day without issues. Then had them use the pump for training for a couple of days and again had noissues with the pump. If was functioning as expected. They then pump the pump back in service. They reported that the same pump again shut down when it was in use in the or on a patient. Again the patient was switched to another pump". Please see associated MDR#: 3010532612-2024-00789.